Event description:
Medical record reviewed on 3/31/1998. Pt sent to or for pacemaker battery depletion and lead failure; new device and new vvr lead implanted. Later, noted no pacing spikes in EKG. Returned to or for repositioning of lead. During this operation, pt experienced slow rate of ventricular tachycardia, lidocaine and pronestyl started. Pt had no further ventricular ectopy and drips discontinued.